Event description:
It was reported that the surgeon will revise the passive tibial component of the patient's distal femur minimally invasive grower (mig) implant. Update - (B)(6) 2021 - bp: a patient specific prescription form was received for the patient's right distal femur with reason for revision noted as "dysmetria."

Manufacturer narrative:
Corrected data d6a . Additional manufacturer narrative reported event: an event regarding rom involving a mig, distal femur, tibial component was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for mig distal femoral replacement which was inserted in 2017. The surgeon reported that the patient had dysmetria, but no further information given regarding the implant status. The x-ray images provided show that the femoral component and tibial component are in good alignment. However, the tibial implant is much smaller now inside the tibial cavity, which may be due to growth of the patient. The patella is rather low on lateral image which may affect the motion of the knee joint. The above radiographic review may confirm the reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusion: it was reported the patients tibia needs revising, a patient specific prescription form was received for the patient's right distal femur with reason for revision noted as "dysmetria". No further information was provided regarding the alleged failure of the device in situ. On 19nov2021- a discussion was held between clinical consultant, designer, & pac investigator the following was concluded - the reason for revision listed on the prescription by the surgeon (dysmetria) would not necessitate a revision of the tibial component - the revision of tibial component is due to an inadequate range of motion. No further information was provided. - review of the imaging shows the patella is rather low and may affect the range of motion of the knee joint [..] ". The exact cause of this event could not be determined because further information such as the primary operative report as well as patient history, follow up notes, post operation imaging, and implant return are needed to complete the investigation for determining root cause.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It was reported that the surgeon will revise the passive tibial component of the patient's distal femur minimally invasive grower (mig) implant.